Manufacturer narrative:
This spontaneous case describes the occurrence of genital infection female ("gynaecological disorder") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital infection female (seriousness criterion medically important), mental disorder ("psychological disorder"), cognitive disorder ("cognitive disorder"), muscle disorder ("muscular disorder"), arthropathy ("joint disorder"), dyspepsia ("digestive disorder"), ear, nose and throat disorder ("ent (ear, nose and throat) disorder"), tooth disorder (" dental disorders"), sleep disorder ("sleep disorders"), visual impairment ("impaired vision"), fatigue ("chronic fatigue") and autoimmune disorder ("autoimmune disease"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to mental disorder, cognitive disorder, genital infection female, muscle disorder, arthropathy, dyspepsia, ear, nose and throat disorder, tooth disorder, sleep disorder, visual impairment, fatigue or autoimmune disorder. The reporter commented: ranging from 40 to 55 years of age, 34 of whom have had their implant removed. Comments the spokeswoman. As to the other adverse effects, the list given on the association's website is long: psychological, cognitive, gynecological, muscular and joint disorders, but also digestive disorders, ent (ear, nose and throat), dental disorders, sleep disorders, impaired vision, chronic fatigue and the onset of autoimmune diseases. "Official evidence is missing, but we clearly perceive recurring symptoms. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jul-2024: quality safety evaluation of ptc. 10-jul-2024: health authority reference number added. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of genital infection female ("gynaecological disorder") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital infection female (seriousness criterion medically important), mental disorder ("psychological disorder"), cognitive disorder ("cognitive disorder"), muscle disorder ("muscular disorder"), arthropathy ("joint disorder"), dyspepsia ("digestive disorder"), ear, nose and throat disorder ("ent (ear, nose and throat) disorder"), tooth disorder (" dental disorders"), sleep disorder ("sleep disorders"), visual impairment ("impaired vision"), fatigue ("chronic fatigue") and autoimmune disorder ("autoimmune disease"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to mental disorder, cognitive disorder, genital infection female, muscle disorder, arthropathy, dyspepsia, ear, nose and throat disorder, tooth disorder, sleep disorder, visual impairment, fatigue or autoimmune disorder. The reporter commented: comments the spokeswoman. As to the other adverse effects, the list given on the association's website is long: psychological, cognitive, gynaecological, muscular and joint disorders, but also digestive disorders, ent (ear, nose and throat), dental disorders, sleep disorders, impaired vision, chronic fatigue and the onset of autoimmune diseases. "Official evidence is missing, but we clearly perceive recurring symptoms. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.